Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas. Concerned that pump may not be functioning as it should. Pump not available at this time. Reporter states that at times there is an empty cartridge during the night and is unsure whether the pump gave the low cartridge warning prior to the empty cartridge. Reporter is unsure if this is use error as patient mostly self-manages the pump. Blood glucose (bg) has gone up to 500 mg/dl with nausea and headache. Treatment was not stated. This complaint is being reported as the patient experienced hyperglycemia and the pump could not be ruled out as a cause/contributor.